Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the inlet fuse box was burnt out. However, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the light source front panel was blinking. During the device evaluation, it was found that the air water tube was found with inlet fuse box burnt out. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the front panel blinked due to a malfunction due to turret deterioration/ metallet deterioration, output connector (light guide connection) did not enter high-luminance mode, xenon lamp light intensity decreased/was worn, bottom foot rubber was missing.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.